Event description:
Allegedly component removed during revision of neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. The report will be updated when the investigation is complete. This is the same event as 1043534-2009-00058, 00059.